Manufacturer narrative:
Submit date: 02/17/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On (B)(6) 2011 covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that on or around (B)(6) 2007, the patient was admitted to the hospital with a superficial femoral artery and popliteal occlusion. As part of the treatment, the patient received several doses of heparin beginning on or around (B)(6) 2007 and continuing to (B)(6) 2007. The patient was administered doses of heparin including, but not limited to, heparin injection 1,000 u/ml from 10 ml vials, heparin 20,000 units in a dextrose solution from a 500 ml bag, 5760 units of bolus heparin, heparin injection 10,000 units/ml, heparin 2,000 units injection, heparin 1,260 unit infusion, heparin 1,300 unit infusion, heparin 1000 units injection, and heparin 3000 units injection. The attorney alleges, subsequent to being administered the heparin products, the patient's platelet count decreased dramatically from 250,000 on (B)(6) 2007 to 98,000 on (B)(6) 2007. The patient was diagnosed with hit and developed severe hit related injuries including but not limited to; graft thrombosis, clotting of the blood, cyanosis of the extremities, and necrosis of the extremities. The patient also suffered head and neck fractures, and ultimately required a guillotine below the knee amputation and required prolonged rehabilitation.